Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2013) is considered to be a best estimate. This emdr represents the bd ventralight st mesh (device 1). An additional supplemental emdr was submitted to represent the bd ventralex st mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2013 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with implant of ventralight st mesh (device 1) and ventralex st mesh (device 2). Per operative notes, ¿this was a recurrent hernia lateral to the old mesh that had been placed. Adhesions were lysed and the two defects in the left lower quadrant was noted, and a ventralight st mesh (device 1) was placed into the peritoneal cavity and tacked. In the right upper quadrant where the second hernia was noted and a ventralex st mesh (device 2) was placed into the peritoneal cavity and tacked.¿ (note: the previously placed mesh was unknown) (B)(6) 2014 ¿ patient was diagnosed with abdominal wall abscess thereby underwent open repair with removal of ventralight st mesh (device 1) and ventralex st mesh (device 2). Per operative notes, ¿a visible piece of ventralight st mesh (device 1) was noted and superior to this a ventralex st mesh (device 2) was also noted. There were a few loops of small bowel were densely adherent below the area of the infected mesh. The ventralight st mesh (device 1) and ventralex st mesh (device 2) were removed.¿